Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: description of event: it was reported that the basket of a 'ngage nitinol stone extractor' failed to open during a transurethral stone removal procedure. After opening the package, the physician checked the device prior to use. Although resistance was encountered when operating the handle, he was able to close and open it once. After insertion of the device through another manufacturer's ureteroscope, the basket would not open again to capture the stone. The procedure was completed by using another manufacturer's device. As reported, the patient did not experience any adverse effects or additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The support sheath and basket sheath are detached preventing the handle from actuating the basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and 3 related nonconformance's were identified and scrapped prior to distribution. There was 1 lot related complaint for the same failure mode. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows one other complaint similar with the complaint device lot. This recorded complaint had a different failure mode than the current complaint and was not related. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. The returned device was found to have a basket that would not function due to separation of the basket sheath and yellow support sheath. The cause for the separation could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a 'ngage nitinol stone extractor' failed to open during a transurethral stone removal procedure. After opening the package, the physician checked the device prior to use. Although resistance was encountered when operating the handle, he was able to close and open it once. After insertion of the device through another manufacturer's ureteroscope, the basket would not open again to capture the stone. The procedure was completed by using another manufacturer's device. As reported, the patient did not experience any adverse effects or additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code: 329-1193 g4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.